Manufacturer narrative:
(B)(4) - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets tubing leaking at site (was leaking where attached to body) events, first on (B)(6) 2024, second (B)(6) 2024, third (B)(6) 2024, fourth (B)(6) 2024 and fifth (B)(6) 2024. The infusion sets were in use for one to one and a half days. The blood glucose level at the time of second ((B)(6) 2024) or third ((B)(6) 2024) event was 300 to 350 mg/dl and patient resolved all the events by replacing infusion set and resumed insulin successfully. No further information available.